Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The driver was inserted into the patient and it stopped working even though it had a green light. The site used for insertion was the proximal humerus and the same site was used for manual insertion. There was no patient injury or delay in therapy.

Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. Ez-io driver 9058 sn (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The trigger guard was still tethered to the driver. When the trigger was pulled the driver was operable and a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion 1: 7.31. Insertion 2: 5.85. Other remarks: insertion 3: 5.53. Hard profile (105 lbs/ft3). Insertion 1: 14.38. Insertion 2: 13.28. Insertion 3: 12.62. The driver successfully negotiated both the soft and hard saw bone insertion testing while maintaining a green solid light. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol". And, "do not use excessive force during insertion. Let the ez-io power driver do the work". The complaint, "the driver was inserted into patient and stopped working even though driver had green light." Could not be confirmed based on functional testing. No further testing required. No problem was found with the returned sample. No further testing required.

Event description:
The driver was inserted into the patient and it stopped working even though it had a green light. The site used for insertion was the proximal humerous and the same site was used for manual insertion. There was no patient injury or delay in therapy.